Event description:
During a laparoscopic oopherectomy the surgeon was attempting to remove the specimen ovary, and the endopouch retriever bag she was using broke near the top and allowed the ovary to fall back into the abdomen. When a second endopouch was opened and used, the same result occurred although this time the bag broke at the bottom, once again allowing the ovary to fall back into the abdomen. When a third endopouch was used, the instrument worked correctly and the ovary was removed from the pt. There was no consequence to the pt.